Manufacturer narrative:
Evaluation: the suspect device was returned and evaluated. Upon visual examination, the pump was found to have significant physical damage. The device housing was found to have a section broken off and missing. The cartridge retention device was found to have 1 area where there was a half inch chip of material that had been broken away. Internally the occlusion sensor had been shattered. This damage did result in the device's inability to operate. We were unable to determine when or how the device became damaged.

Event description:
Information was rec'd that reported a pt was hospitalized due to incidence of hyperglycemia. The reporter called for a replacement pump as he believes that the device is malfunctioning. The reporter states that his blood glucose had been very labile. He was seen in the ER at 12 pm, due to blood glucose in excess of 500, he was treated with IV insulin and released. The device will be returned for eval.